Event description:
The police dept responded to a cardiac arrest pt found with no pulse or respiration and reportedly down for an unk length of time. The device was attached, allegedly displayed a connect electrodes message and would not analyze the pt's rhythm. Advanced life support personnel arrived, took over care of the pt and used their device to continue treatment. The pt was not resuscitated however the rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability.